Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure/use of the devices. The reported patient effect of atrial septal defect is listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report an atrial perforation and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was advanced to the mitral valve, and one clip was deployed. Imaging was evaluated, and a shunt was observed across the atrial septal defect. The shunt was successfully treated with a closure device. The patient is stable. One clip was implanted, reducing mr to 2+. There was no clinically significant delay in the procedure.